Event description:
It was reported that during a lap vaginal cystectomy, the trocar leaks. They were able to complete the procedure without impact to the pt.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.